Event description:
Device malfunction: unknown location of clip. Time of malfunction: during vessel closure. Symptoms/ae: pain/retroperitoneal bleed/respiratory distress/hypotension. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the pt had an uneventful diagnostic catheter procedure the prior day, in 2008, in which the vessel closure procedure was successful. On event day, during the referenced interventional procedure, the pt complained of back pain throughout the procedure. At the end of the procedure, there was oozing noted at the access site, the patient's activated clotting time was 260; blood pressure was 50/20. The pt was taken to surgery and found to have a retroperitoneal bleed. The pt experienced respiratory distress, was intubated and received 12 pints of blood. During surgery only one clip was found in the artery, which was the clip from the procedure in a prior day. The clip from the procedure in the next day was not located. A hole in the anterior wall of the artery was repaired during the surgery. Reportedly, the stick was high underneath the inguinal ligament. The pt was reported doing well and was discharged about 12 days later. There were no other reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(Clip device not found in patient's anatomy). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.